Event description:
Lifecor technical support received a damaged electrode belt back from a male pt. Upon further investigation, a lifecor pt services rep (psr) had gone to the pt, and exchanged the electrode belt without calling customer support.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor, which defeated the connector keying mechanism, and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.